Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm at 4.0 pounds during prime test due to moisture damage inside faulty force sensor system. The pump had intermittent button response due to moisture damage on keypad traces. The pump had cracked display window corner and missing end cap sticker.

Event description:
The customer reported via phone call of a compromised force sensor system alarm and button error from the insulin pump. The customer's blood glucose reading was 230 mg/dl. The customer stated that insulin squirted out during manual prime. The customer stated that insulin continued to drip after the motor stopped during the manual prime process. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that she had issues with the bolus wizard button, the act button and other buttons are not responding. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.